Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. For treatment, the patient was prescribed nexplanon and a pill for a yeast infection. The patient was given other medications, but were unknown. The patient was in the hospital 5 days.